Manufacturer narrative:
Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. A review of the device history record has been initiated. If any deviations or non-conformances are found, a supplemental medwatch will be submitted. The event of "airway infection" is considered a serious adverse drug experience that is unexpected and not specified in the labeling.

Event description:
Healthcare professional reports patient injection with 1 ml juvéderm® volbella¿ with lidocaine in lower eyelids and juvéderm¿ voluma¿ with lidocaine in malar region. Pre-treatment included chlorhexidine 2%. About 2 weeks later, patient returned with intermittent and persistent late edema, swelling, diffuse bipalpebral at the injection site. Patient ¿made a drainage,¿ according to physician it seems to be allergic, as patient always used [juvederm] ultra. [Patient] called 4 days after symptom onset and noticed that is still swollen. Diprospan (single dose) / zimnat 250mg (every 12 / 12h) for 10 days; levofloxacin 750 mg / day for 10 days provided. Treatment was provided for airway infection and pharyngitis. Manipulated hyaluronidase cream (450 utr) used with good response. Physician planned using injectable hyaluronidase (at the maximum dose 12000 utr) if the treatment with the cream did not work. Symptoms resolved 2 weeks after onset. ¿airway infection and pharyngitis¿ were deemed not related to the device; however, ¿airway infection¿ is unexpected and considered a serious non-device related event. This is the same event and the same patient reported under MDR ID # 3005113652-2019-00773 (allergan pr (B)(4)). This MDR is being submitted for juvéderm® voluma¿ with lidocaine.